Event description:
As reported by our japan affiliate, a left main trunk (lmt) occlusion was observed during a transfemoral tavr procedure. The patient¿s left coronary artery (lca) ostium height measured 10.9mm and there was calcification in the left coronary cusp (lcc). Because of this, during the pre-procedural conference it was decided to place a protection wire in the lca before deploying the 26mm sapien xt valve. The lca flow was confirmed while performing bav with a 23mm bav balloon, but a protection wire was placed in the lca as planned. A 26mm sapien xt valve was implanted in a 50:50 aortic/ventricular position with 1ml less than nominal volume. The patient was hemodynamically stable and the lca flow was confirmed. Since the lcc calcification was located near the lmt, angiography of the lca was performed. It showed that the lcc calcification appeared to push into the lmt, and the lmt was now occluded. The lmt occlusion was confirmed by intravascular ultrasound (ivus) and a percutaneous coronary intervention (pci) was performed. A nobori stent was placed in the lmt and post dilation was performed with a maverick balloon. The ivus showed that the stent was not completely expanded. Therefore, post dilations with a hiryu balloon were performed twice. The improvement of the coronary occlusion was confirmed by ivus and the procedure was finished. The patient was stable at the end of the procedure.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: (1) bulky leaflet calcification; (2) severely obliterated sov; and, (3) significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty. In this case, the calcification on the left coronary cusp (lcc) moved to the lmt ostium occluding it. Pci was performed and coronary flow was restored. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.